Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: 2426-0007 set IV administration primary alaris smartsite 127in lot# 26013179 - rn was infusing albumin, tubing primed as usual, rn re-entered room and noticed puddle of fluid on floor leaking from IV channel. Rn opened up pump up and tubing had a hole in it under the blue cap that is inserted into the pump. Tubing removed and new albumin ordered.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.